Event description:
It was reported that 3 unsuccessful attempts were made to remove the filter with the recovery cone. The cone was removed and it was noted that the membrane was detached the patient is fine.